Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to push, sticky, or sometimes unresponsive and piece of plastic chip off from the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had crack, unexplained or random no delivery alarm, slower to rewind, unusual grinding noises, rainbow effect on screen and when screw reservoir, the cartridge ever loose or not secure. The insulin pump will not be returned for analysis.